Manufacturer narrative:
Product analysis: the device was received for evaluation. The device was decontaminated with cidex opa solution soak and tergazyme soak pending further device testing to support the final product analysis findings. The device returned with a detachment to the inner tip tube material with the material at the proximal detachment site deformed. Slight damage was evident to the distal tip consistent with use of the device. A 0.018inch guidewire was backloaded through the tip and advanced proximally with no issues noted. The guidewire entered the proximal detachment site without any issues. Negative purge did not detect a presence of a leak on the device. The device was pressurised and a leak was observed from the distal tip. The balloon was inflated but failed to maintain pressure. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a inpact pacific drug coated balloon during procedure. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, inflation difficulties occurred. It was not possible to build any pressure. The device did not pass through a previously deployed stent. There was no resistance when advancing the device. There was no leak noted in the device as injection of liquid was not possible. There was no balloon twist or "candy wrap" effect noted during inflation. Another medtronic device was used to complete procedure. There was no patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.